Event description:
It was reported that during a percutaneous coronary intervention (pci), the tip of the catheter detached. The lesion was 99% stenosed with few calcification and severe tortuousity in the right coronary artery (rca) distal. An intravascular ultrasound (ivus) imaging catheter was used to image the lesion, the lesion was pre-dilated and imaged again with the ivus (3 runs). The physician noticed the ro marker of the imaging catheter remained at the lesion on angiographic image. Upon withdrawal of the imaging catheter from the lesion, the physician noticed the catheter tip had detached at proximal portion of the guide wire exit port. The detached tip length is about 2.5cm. The physician reported no resistance was met during the procedure. The separated catheter fragment was found at rca proximal, and was retrieved successfully with a snare. The lesion was dilated again and a stent implanted completing the procedure. The patient is reported to be in "good" condition.